Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
Information was received regarding a patient implanted for urinary dysfunction. The consumer reported that the programmer was not working properly noting the numbers were "jumping around" when she was trying to adjust the stimulation. The numbers jumped from level 3 at 1.30 volts to level 4 at 2 volts; the patient was "screaming because the numbers had changed." The settings reportedly could not be changed. It was noted the programmer batteries were changed before and changed them again as the patient had seen a screen that showed a battery when she turned the programmer on. It was determined the screen indicated low battery for the implantable neurostimulator (ins). Two days later, it was reported the ins was not on during the call so it was turned back on. Stimulation was too strong so settings were decreased. It was unknown how the device turned off, but it was suggested the nurses at the hospital had turned the device off. The patient still had incontinence and it had gradually gotten worse. It was recommended to get the ins checked to see how much battery was left before needing a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.